Event description:
During a regular follow-up of the subject device on (B)(6) 2013, the pacemaker holter memories (aida) were found empty. An explanation is requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.